Manufacturer narrative:
The field service engineer (fse) noticed the system was not applying vacuum to the probe wash collar. As a result, the probe waste was leaking onto the specimen transport module (stm). The fse noted the manual override on pinch valve vl341 was functional but pinch valve vl341 would not initialize. The fse opened pinch valve vl341 and observed fluid and rust. The fse replaced pinch valve vl341 and flushed the probe waste chamber (vc340) and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, pinch valve vl341 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported approximately 150 milliliters of fluid leaked within the instrument with vacuum chamber detected liquid and aspiration system errors involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer indicated the instrument produced r flags on an unknown number of samples. The patient samples were reanalyzed on an alternate instrument. There was no impact to patient care. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.